Event description:
A protege self-expanding stent was being used to treat the external iliac artery. Vessel was not pre-dilated as it was a true lumen in an iatrogenic dissection, so clinically inappropriate to balloon dilate. Device was removed from packaging per IFU and inspected prior to use with no issues noted. Device was prepped per IFU with no issues. Resistance was felt during deployment and it is reported that deployment difficulties occurred. The thumbscrew was checked prior to procedure for securement. The lock pin was unscrewed. There was no handle separation or guidewire problem. The stent partially deployed in the patient (2-3mm). The stent was not fully deployed and was removed from the patient with the introducer sheath. Procedure was completed with additional protege stents (3 in total). There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: visual inspection of the device revealed that the stent of the protégé gps had partial deployed and was stuck in the non-medtronic introducer sheath that accompanied the device upon receipt. The sheath was capped at the catheter entry port and the protégé was found not inserted in the sheath upon receipt of the device. The stent of the protégé was found to be fully in the sheath and was partial deployed and damaged at the end of the sheath. The stent was also found to be protruding through at a point along the sheath. There was an unknown residue found in the damaged portion of the stent. The stent¿s damage may have been from the resistance felt during deployment, as the stent appears to be bent backwards into itself with an unknown residue in the stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.